Event description:
It was reported that a physician's handheld device would not hold a charge. The handheld was not mishandled and it is stored in the physician's office when not in use. The handheld is charged regularly. The physician was sent a replacement handheld and good faith attempts to obtain the handheld in question have been unsuccessful to date.